Event description:
It was reported that during a paroxysmal atrial fibrillation (afib) case, a perforation of the left atrium was noticed when the catheter was projected outside of the shell. The perforation was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and 500 ml of fluid was removed. In addition, caller reported that the patient was sent to surgery so that a pericardial window could be performed. Additional information received stated that during the mapping phase of the afib ablation case it was observed that the mapping catheter extended beyond the fast anatomical mapping (fam) shell and did not correspond to the computed tomography (CT) merge map that had been created. Impedances were high in this area and were immediately communicated to the attending physician and fellow manipulating the catheter. Several ablation lesions were delivered and the patient¿s vital signs had begun to deteriorate. The ice catheter was positioned in the right ventricle and a pericardial effusion was noted. Physicians performed a pericardiocentesis with over 500ml of drainage. At this time it was deemed necessary that the patient be transferred to the operating room for further management. The patient did have an open heart procedure. The attending electrophysiologist for the case was present in the operating room when the left atrium was examined and he stated that there was no evidence of perforation noted in any areas of the left atrium or coronary sinus. The patient status as of (B)(6) 2013, is still an inpatient at the facility. This event is reportable due to the serious injury that occurred during a procedure involving biosense webster products.

Manufacturer narrative:
This catheter was disposed of by the customer and cannot be analyzed. Also, the lot number was not provided by the customer; therefore the device history record cannot be reviewed. Concomitant products: carto 3 rmt system: us catalog # fg560000, serial # (B)(4). Stockert 70 system: us catalog # s7001, serial # (B)(4). Cool flow pump: us catalog # cfp002, serial # (B)(4). Lasso catheter: us catalog # and lot # unknown. Acunav catheter: us catalog # and lot # unknown. (B)(4).